Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined dentist/oral surgeon that upon examination found that the patient's aligner treatment needs to be stopped immediately, it has caused the patient's prior tmj to worsen. The patient is scheduled for surgery and will be undergoing extensive surgery for bone grafting and realignment. A surgical implant will be placed until healed properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.